Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to report she had yet to receive her replacement adc freestyle 2 reader, which was issued due to a slow response when using the reader home button. As a result of delivery delay, the customer had a loss of consciousness and was provided glucagon injection by her husband for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury.

Manufacturer narrative:
The reported reader mcga310-j3147 has been returned and investigated. Visual inspection has been performed and no issues were observed. The reader powered on with button press, a slow response/sticky switch was not observed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to report she had yet to receive her replacement adc freestyle 2 reader, which was issued due to a slow response when using the reader home button. As a result of delivery delay, the customer had a loss of consciousness and was provided glucagon injection by her husband for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury.